Manufacturer narrative:
This report is for one (1) unknown radial head. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown radial head. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a partial elbow arthroplasty utilizing a radial head prosthesis system to repair a left radial head fracture on the outstretched left hand due to fall. The patient began experiencing increasing pain and diminished motion. X-ray result showed apparent loosening of the prosthesis. On (B)(6) 2017, a patient underwent a revision surgery of the radial head prosthesis system, as well as a carpometacarpal joint arthroplasty of the left thumb. During the procedure, the surgeon specifically noted that as the patient¿s forearm was rotated, the radial head stayed in position and the stem just rotated within the radial shaft, indicating that it was completely loose. The surgeon had to remove approximately 2mm of bone secondary to bone loss. This report is for one (1) unknown radial head. This is report 2 of 2 for (B)(4).